Event description:
It was reported that the ventilator was autocycling while connected to a patient. After the circuit was changed, the ventilator continued to autocycle and the peep continued to change from high to low. The patient was moved to a back up ventilator with no patient harm noted.

Manufacturer narrative:
The field service center had tested the ventilator for four days and was unable to duplicate the reported problem. The ventilator had passed all testing.